Event description:
A report was received that the patient had worsening pain. It was also noted that the ipg was placed where the pants were rubbing on it. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.